Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment and battery compartment was damaged. The blood glucose level was unknown. Customer stated that the reservoir was unable to lock into the place. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with broken battery tube thread and cracked reservoir tube lip noted. The test reservoir stay locked in place noted.